Event description:
It was reported that the patient presented for a device change-out procedure. Upon interrogation prior to the changeout, it was noted that the right ventricular lead failed to capture. The lead was capped and replaced on (B)(6) 2025. The patient was stable.